Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-apr-2026 by a physician concerning a 36-year-old caucasian/white female patient. Additional information was received on 14-apr-2026 from the same reporter. The patient had no known medical history and was not taking any concomitant medications. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2025 and (B)(6) 2026, the patient received treatment with a total of 16 ml (2 vials) of sculptra (lot 4j4821), one vial to each side of buttock and the right thigh using a fan technique in retro injection and an 22x50 cannula (allur). After the treatment, the treated areas were massaged with cicaplast baume b5 from la roche posay cream for massages at home and the entry points were covered the orifices with adhesive tape (micropore). The sculptra was reconstituted in 1:16 ml (16 ml of saline [sodium chloride] solution and 2 ml of xylocaine [lidocaine] without vasoconstrictor, divided into 4 syringes of 5 ml each). The sculptra was reconstituted with 16 ml of saline and 2 ml of xylocaine/injected using 22x50 cannula (intentional device misuse) and the sculptra was injected to thighs and buttocks (off label use of device). The patient did not visit any other clinic visits or consult any other physicians during (B)(6) 2026 and (B)(6) 2026. On (B)(6) 2025, the patient returned to hcp office reporting onset of nodules (implant site nodule) in (B)(6) 2026 (3 days ago from date of visit). The patient also experienced two erythematous (implant site erythema) painful (implant site pain) nodules in the center-lateral area of the right buttock and thigh area. The nodules measured approximately 2 cm in the superolateral region of the left buttock and the posterior region of the left thigh. Initially, the nodulation measured approximately 0.5 cm in diameter. The nodules were locally infiltrated with saline, 0,2 ml to each nodule to dissolve the nodulation. Additionally, distilled water [water for injection] and local massage were applied by the physician, but the event evolved into an abscess (implant site abscess). One week after this infiltration, on (B)(6) 2026, the patient returned to hcp office with slightly increased nodules, and the thigh was slightly reddish in appearance. The hcp prescribed treatment with topical cataflam [diclofenac sodium] spray and oral anti-inflammatory drug alivium [ibuprofen]. Fifteen days after the treatment, in 2026, the patient returned with increased nodules and local darkening of the skin (implant site discolouration). The patient went to another colleague during this period, who adopted only an expectant approach. One month after the treatment, the patient returned with two collections. On (B)(6) 2026, a plastic surgeon performed a local aspiration puncture with local anesthesia and 3 ml of purulent secretion (purulent discharge) from the thigh was punctured. On (B)(6) 2026, the aspiration puncture with local anesthesia, guided by local ultrasound was performed and puncture made by a sonographer physician, and 4 ml of purulent secretion from the thigh and 5 ml of whitish secretion from the buttock were punctured. On (B)(6) 2026, an aspiration puncture with local anesthesia was performed by the plastic surgeon, and 3 ml of bloodier secretion was punctured. All punctured materials were sent to the laboratory for secretion culture and antibiogram, bk (as reported) research, fungal research, mycobacteria research. The results were still in progress. The patient received corrective treatment with an oral anti-inflammatory drug, ibuprofen and a topical antibiotic ointment, nebacetin [bacitracin, neomycin sulfate]. Subsequently, the patient went to another professional who prescribed oral antibiotics, keflex [cefalexin monohydrate] 1 g every 12 hours and an anti-inflammatory drug, flanax [rofecoxib] every 12 hours for 10 days but there was no improvement. After the period, the patient started treatment with bactrim f [sulfamethoxazole, trimethoprim] every 12 hours and levofloxacin [levofloxacin] 500 mg once a day in continuous use. In 2026, the patient consulted an infectious disease physician, who oriented her to change/replace the medications for the current ones. The patient was being seen every 3 days in the hcp office. At the time this report, on 24-apr-2025, the reporting hcp was waiting for the results of the tests that should be ready within 15 days and 30 days. The intensity of the events was assessed as severe. The patient was not hospitalized due to events. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Painful was not recovered/not resolved/ongoing. Erythematous was not recovered/not resolved/ongoing. Local darkening of the skin was not recovered/not resolved/ongoing. Abscess was not recovered/not resolved/ongoing. Purulent secretion was not recovered/not resolved/ongoing. Sculptra was reconstituted with 16 ml of saline plus 2 ml of xylocaine/injected using 22x50 cannula was recovered/resolved. Sculptra was injected to thighs and buttocks was recovered/resolved. Tracking list: v.0 initial report. V.1 fu received on 24-apr-2026 from the same reporter. Suspect device reconstitution details, verbatim of event (intentional device misuse), event onset date, location, corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious events of abscess, nodule at implant site and purulent discharge and the non-serious events of pain, erythema and discolouration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and puncture to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. The sculptra was used off label in thigh and buttock and intentionally misused with regards to cannula use and reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. To rule out a potential non-conforming product, a repeat batch record review and additional case information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.